Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, when the axios stent was fully deployed it was noticed by the technician and the physician that the coating of the stent was half missing. The stent was then removed using forceps. Another axios stent was then used to continue the procedure, however when it was fully deployed it was also found that the silicone coating was missing from half of the stent. The stent was also removed using forceps. The procedure was cancelled, and the physician has completed the procedure the day after. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of stent cover damaged.